Event description:
The customer initially reported that they were having issues with patient samples that have low results which repeat higher on multiple assays. The customer did not provide any specific information on these affected samples. The customer then performed an air purge and cleaned the rinse nozzles. The customer stated that the instrument ran fine for about 2 hours, then the problem came back. The customer determined that a total of 80 patient samples were affected and these were tested for multiple assays. The customer stated that 65 of these samples were pulled for repeat. Of the 65 samples, 36 of these were found to have erroneous results reported outside of the laboratory. These 36 samples had been tested for creatinine jaffé method (creatinine), creatine kinase (ck), tina-quant albumin (microalbumin), total protein, hdl-cholesterol (hdl), albumin bcg method (albumin), cholesterol chod-pap (cholesterol), and kinetic uv assay for urea/urea nitrogen (bun/urea). Refer to the attached spreadsheet for all sample results. All initial results were reported outside of the laboratory. The repeat results were believed to be correct and corrected reports were issued. All samples were repeated on (B)(6) 2014 except for samples 15 and 32. Sample 15 was repeated on (B)(6) 2014 and sample 32 was repeated on (B)(6) 2014. The patients were not adversely affected. The customer was asked but did not provide lot numbers or expiration dates for all involved reagents. The field service representative determined that probe 1 of the rinse mechanism was leaky. He replaced the vacuum tubing for probe 1. He ran precision studies and verified that these were within specifications. The customer verified quality control recovery per their laboratory quality control program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.